Event description:
This pt with multiple health problems had a nasogastric feeding tube placed. Pt was confused and kept pulling the tube out. On 6/4/97 a chest x-ray was done to check the placement of a new tube and it was discovered that a portion of one he had pulled out was still in the stomach. A decision was made to place a gastrostomy tube, while removing was done successfully on 6/5/97.